Event description:
Accidental overdose after filling medtronic pain pump. Was in ICU for 2 days. This also happened in (B)(6) 2016. Almost died both times. First time was thought to be because of oral medication taken before refill however medtronic never said anything about it being a possibility of a problem with the pump.